Event description:
A caller reported experiencing a cartridge alarm with their tandem mobi pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue as cartridge alarm 34 and arranged to replace the customer's pump. The customer was informed about using an alternate backup therapy to ensure uninterrupted insulin delivery and was provided with instructions on how to put the pump into storage mode. The pump was covered under warranty, and the caller was instructed on returning the faulty pump to avoid additional charges. The customer was also advised to program their settings and connect their cgm to the replacement pump.